Manufacturer narrative:
The customer observed falsely elevated b12 results generated on architect isr52306. Upon a site visit, the field service engineer calibrated the pipettors, cleaned dust from the card cage, and reseated the motor driver board to resolve the r2 pipettor errors. A review of this analyzer's service history revealed no systemic issues or trends associated with the discrepant results described in this complaint. The architect systems operations manual addresses operational precautions and limitations; information regarding routine maintenance; and component replacement. A search of tickets for similar complaints identified no trends of the probe (list number 08c94-42) or the motor driver board (part number 7-204346-01). A review of the i2000sr history revealed no systemic issues or trends associated with the erratic result described in this complaint. A malfunction of the probe and motor driver board were identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated b12 results on two patient samples. Results provided are: (B)(6) initial = 349/ 226; (B)(6) = 300 / 209. There was no reported impact to patient management.